Event description:
This is the first of three reports for the same patient involving three separate products. Refer to report 9611594-2015-00025 for the second report. Refer to report 9611594-2015-00026 for the third report. (B)(4) health received a report stating three sets of t-fasteners broke when the g-tube was inserted. The doctor through it was a fluke the first time this happened but the incident occurred two more times.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint comp-(B)(4).